Manufacturer narrative:
An event regarding crack/fracture involving an cutting edge broach was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition. Visual inspection of the returned device shows that it was fractured at the trunnion. Review of returned device by material analysis engineer indicated "fracture consistent with overload.¿ medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. The event was confirmed as per visual inspection of the returned device which shows that device was fractured at the trunnion. The returned device was consulted with material analysis engineer who indicated that fracture consistent with overload. No further investigation is possible at this time. If the additional information will be received, this investigation will be re-opened and re-evaluated.

Event description:
A portion of a cutting edge advantage broach, cat # 1110-0709, broke off during broach removal within a patient proximal femur. Surgeon needed to use a metal cutting burr to create a channel for hook extraction device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A portion of a cutting edge advantage broach, cat # 1110-0709, broke off during broach removal within a patient proximal femur. Surgeon needed to use a metal cutting burr to create a channel for hook extraction device.